Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion and urinary/bowel problems. It was reported that the patient underwent mesh revision on (B)(6) 2005 due to erosion of mesh tape in the vagina. The patient underwent a mesh revision on (B)(6) 2011 due to erosion. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic floor relaxation and sui. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal (B)(6) 2005 on by dr. (B)(6).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency and urinary retention.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.